Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device was received for analysis on 27-oct-2017. Gross examination revealed that the returned device was slightly deformed, but seemed to be in generally good condition. The device showed 11 tied sutures. Radiographic inspection revealed that the nitinol core of the ring was broken in three places; however, this may be attributable to the explant procedure and there is no evidence to suggest that this is related to the dehiscence of the ring. Visual inspection revealed that two of the tied sutures were cut and one was partially cut. The three sutures were located on the anterior side of the ring. This was consistent with the case narrative, which reported that the anterior aspect of the ring was anchored at the time of explant, and so would have required the sutures to be cut upon removal. The remaining sutures were found to be in tact. Of these, three sutures exhibited tension that suggested they were not properly anchored at the time of implant. A fourth stitch was found to be adhered to the ring due to complete endothelialisation, similarly suggesting that the suture was unanchored since the time of implant. As such, it is possible that suture technique contributed to the reported failure of this device. However, this cannot be confirmed and the root cause of this event is therefore undetermined. The manufacturer acknowledges the late reporting of this additional information.

Manufacturer narrative:
Device available but not yet received.

Event description:
On (B)(6) 2017, a memo 3d record that became completely detached from the posterior mitral annulus. The physician believes the issue arose because the carbofilm coating slowed the endothelialization of the ring, leading to detachment.